Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports half of their 40 employees were receiving suspected false positive results when testing with the cue covid-19 test. Review of covid case tracker shows 26 employees who experienced positive results when testing with the cue covid-19 test, while testing negative with alternate covid-19 tests. See related cases for alternate false positive results. Individual (B)(6): individual receiving multiple potential false positive results when testing with the cue covid-19 test (lots 21604e/21006c, sn unknown). Customer did not specify which cue tests were being questioned. Individual also tested four times with the quickvue covid-19 antigen test ((B)(6) 2022) and once with the flowflex covid-19 antigen test ((B)(6) 2022), which all provided negative results. Individual experienced potential symptoms (B)(6) 2022.